Event description:
It was reported that a perforation occurred. A 1.50mm rotapro and a 330cm rotawire were selected for use. Following the atherectomy procedure in the severely calcified lesion, it was confirmed through intravascular ultrasound (ivus) that a perforation occurred. A covered stent was positioned and the procedure was completed successfully. There were no patient complications.